Event description:
The account alleged that the bed has no functions. He isolated the siderails, replaced the lockout and control box and hand pendant but the issue remains.

Manufacturer narrative:
The account found the knee motor was causing the control box to blow the fuse. The account replaced the drive to repair the bed.